Event description:
It was reported that the catheter connector was replaced "due to it being blocked or disconnected." A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).